Event description:
Information was received from a manufacturer representative and a family member regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and degenerative disc disease. The patient was feeling "jaggy needles" down their legs every time they coughed or sneezed. The patient had copd, got bronchitis, and was in the hospital 2 weeks ago. There was a potential environmental exposure. The inability to recharge started on (B)(6) 2016 and the "jaggy needles" sensation started on (B)(6) 2016. The caller also reported to the manufacturer representative that when the patient coughed they got a "jolt/jabbing" feeling in their back and legs which had never happened before. No falls were reported. The caller was directed to make an appointment at the health care professional (hcp) office for the manufacturer representative to check the device due to the jolting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.